Manufacturer narrative:
The complaint is not confirmed. No flowrate or pressure discrepancies were observed. The unit passed all bench tests before and after conducting a four-hour burn-in verification test.

Manufacturer narrative:
The complaint is not confirmed. No flowrate or pressure discrepancies were observed. The unit passed all bench tests before and after conducting a four hour burn-in verification test.

Event description:
It was reported that the pump pressure was inconsistent during the case. The tubing was replaced but there was still the problem. There was no patient injury.